Event description:
According to the complainat, during the procedure, after placing the wallflex rx stent, the physician noticed an "infection with pseudomonas germs after a double stenting on patient." The physician completed the procedure with this wallflex biliary rx uncovered stent system. The patient did not experience any complications and was noted to be "ok" following the procedure.

Manufacturer narrative:
Lot number 0009480641 provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The most probable root cause was determined to be design related. Device discarded